Event description:
It was reported that on (B)(6) 2022 during a selenia procedure , the c-arm was raising and lowering without touching nothing on foot pedals. The system was examined by a field engineer and a foot assembly was replaced and the system met the manufacturers specifications. No harm to the patient reported. No other information is available.